Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that there was a problem with the device and a lead was explanted. The patient only had an ins and extension left. It was reported that an MRI was being done to assist in the placement of the next possible lead. No medical symptoms were reported.